Manufacturer narrative:
The returned guide wire was evaluated, and the reported complaint of the tip of the jagwire fell off was confirmed. The entire length of the wire was examined and anomalies were observed. It was observed that the distal tip section was severely damaged (peeled), exposing approximately 4 cm of the corewire . In addition, the corewire tip was protruding from the guidewire. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the pebax was properly attached to the corewire. No corewire fracture evidence was found. The ptfe jacket did not showed any evidence of damage. The device appears to have been in contact with a sharp or metal object. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Note: the nasobiliary catheter was not expected to be returned, only the associated guidewire. A preliminary examination of the returned guidewire was performed. Visual examination of the returned guidewire revealed approximately 3.2 centimeters of the coating was missing; the corewire was exposed. Additionally, small pieces of the coating were missing at approximately 3.5 and 4 centimeters from the tip. A search of the complaint database revealed that no similar complaints exist for the specified lot. Further evaluation of this device is anticipated, but has not yet begun. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a nasobiliary catheter with jagwire device was used during a procedure performed for drainage of the common bile duct. According to the complainant, during the preparation, when the physician touched the tip of the jagwire guidewire, the tip of the wire fell off. The device was passed its expiration date, when it was used; the physician was aware of this. The physician was able to deploy the catheter of the device using another jagwire guidewire. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a nasobiliary catheter with jagwire device was used during a procedure performed for drainage of the common bile duct. According to the complainant, during the preparation, when the physician touched the tip of the jagwire guidewire, the tip of the wire fell off. The device was passed its expiration date, when it was used; the physician was aware of this. The physician was able to deploy the catheter of the device using another jagwire guidewire. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a nasobiliary catheter with jagwire device was used during a procedure performed for drainage of the common bile duct. According to the complainant, during the preparation, when the physician touched the tip of the jagwire guidewire, the tip of the wire fell off. The device was passed its expiration date, when it was used; the physician was aware of this. The physician was able to deploy the catheter of the device using another jagwire guidewire. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.